Event description:
The customer reported that the system displayed an x-ray disabled error. This error will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector was repaired and the interconnect cable was reseated during the service call. The system was tested and found to be working as intended and put back into service.